Event description:
It was reported that the patient called to bedside to assess pump for chemotherapy. Patient stated pump tubing had disconnected from his port tubing causing blood and possibly chemotherapy medication to leak, and they also stated that they immediately reconnected the tubing. They assessed port, dressing and needle intact. Pump was actively running with 4 hours left for medication. Patient stated they had to return to remove the pump. The patient instructed on cleaning the skin and contaminated clothing. The patient arrived at infusion for his pump takedown. When reviewing their chart, they noticed that they were in the emergency department around 3 am for an issue with the pump. When patient arrived at their takedown appointment they inquired more. Patient stated that while they were at work, they felt something wet on their body and noticed that the tubing of the pump that twists into the male phaseal had disconnected. The male and female phaseals were still connected, just the tubing that screws into the end of the male phaseal came disconnected that comes from pharmacy. Per the reporter, blood was pouring out the end of the male phaseal. Patient reconnected the tubing, twisting the tubing back onto the end of the male phaseal right when they noticed. They estimated that it was disconnected for about 30 minutes. They stated that when they reconnected it, they did not alcohol the site, they just reconnected and went to the ed to seek help to ensure everything was okay. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.